Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter displayed an unknown "error" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 at 730am. The patient does not take medications to manage her diabetes. It is not known if the patient made changes to her usual management routine. About 2-3 weeks after the start of the alleged issue, the patient claims she felt symptoms of blurry vision, pain in her legs and numbness in her hands. The patient denied receiving medical treatment. The patient did not have the testing supplies to perform a retest and resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.